Event description:
Male patient was presented to the interventional lab for stenting of a lesion located in the middle bile duct. The characteristics of the lesion are unk, but additional information provided states that there was a severe stenosis present. The physician not pre-dilated. The physician had no difficulty accessing the lesion with a guidewire. The lesion was not pre-dilated. The physician advanced the first stent delivery system (sds) (n1080ebr) to the lesion and deployed the stent successfully. The stent was post-dilated, but the physician felt that there was inadequate expansion of the stent, and decided to place another stent inside the previously placed stent. The second sds (n880ebr) was advanced to the lesion, but kinked when it reached the already placed stent. The stent and sds of product (n880ebr) were withdrawn with the guidewire (jagwire, size unk / boston), out of the patient's body. Another stent (n830sb) was placed to succesfully complete the procedure. There was no reported injury to the patient.